Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the clinical data file and activity log did not find evidence to support the reported event. The device was recertified and returned to the customer. It is noteworthy to mention the battery used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down after the clinician disconnected the electrode pads to transfer the patient into the ambulance. Complainant indicated that the clinician reconnected the electrode pads once they were in the ambulance and powered the device on to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.